Event description:
It was reported that there was a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received guidance from technical support and successfully completed a pump reset, after which the error code did not reappear, and the sensor session started successfully.